Event description:
Case description: investigational result: name of the suspect product: novofine 6mm (31g) batch number of the suspect: ns7c08x-1 a visual examination of the returned product was performed. One of the returned needles was tested for flow through the needle tube. During testing it was possible to deliver preparation. It was not possible to investigate 6 of the returned sample comprehensively due to bent back needle. It was confirmed that the unsealed back needle was bent on 6 needles. The observed fault was not related to any novo nordisk process. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission, case has been updated with the following informations: -investigational result for the suspect novofine 6mm (31g) was added -is non-reportable? Field was updated as "no" in device tab -final report check box was ticked in EU/ca device information tab -expected date of follow up report was removed in EU/ca device information tab -imdrf codes updated (b, c,d,g) narrative updated accordingly. H3 continued: evaluation summary name of the suspect product: novofine 6mm (31g) batch number of the suspect: ns7c08x-1 a visual examination of the returned product was performed. One of the returned needles was tested for flow through the needle tube. During testing it was possible to deliver preparation. It was not possible to investigate 6 of the returned sample comprehensively due to bent back needle. It was confirmed that the unsealed back needle was bent on 6 needles. The observed fault was not related to any novo nordisk process. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) some cannulas do not allow liquid to be drawn in because they are too dense/blocked. [Device occlusion] case description: this serious spontaneous regulatory authority case received via bfarm (federal institute for drugs and medical devices) from germany was reported by a health care professional nos as "some cannulas do not allow liquid to be drawn in because they are too dense/blocked.(device blockage)" with an unspecified onset date, and concerned a female patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy", patient's height,weight and body mass index were not reported. Medical history was not provided. Cannulas were used for insulin therapy. Some cannulas do not allow liquid to be drawn in because they were too dense/blocked. Location of incident: patient's home. Batch numbers: novofine 6mm (31g): ns7c08x-1 the outcome for the event "some cannulas do not allow liquid to be drawn in because they are too dense/blocked. (Device blockage)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: bfarm (federal institute for drugs and medical devices), deu.